Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre 2 sensor. Customer received a sensor scan result of 399 mg/dl which was higher when compared to feel and self-treated with 15 units of humalog and subsequently experienced lightheadedness, "did not feel good", seizure and lost consciousness. Emergency services were called and a reading of 37 mg/dl was obtained on their meter. Customer received unspecified treatment while on the way to hospital and a reading of 130 mg/dl was obtained at the hospital before he was discharged. There was no report of death or permanent impairment associated with this event.